Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "there have been 2 instances where the needle in the epidural kits used to inject local has broken off. Both kits have the same lot number."

Event description:
It was reported that: "there have been 2 instances where the needle in the epidural kits used to inject local has broken off. Both kits have the same lot number."

Manufacturer narrative:
Qn# (B)(4). The reported complaint of the needle breaking could not be confirmed based on the sample received. The actual complaint sample was not returned; only a representative sample was received. Visual inspection of the returned sample revealed no defects or anomalies observed. A device history record review was performed on the injection needles and epidural needle with no relevant findings. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without the actual sample. No further action is required at this time.